Event description:
Everytime the electrosurgical device was activated the oxygen panel would alarm. The electrosurgical device was inspected and found to be operating normally. However, when the staff contacted the oxygen alarm panel MFR. They acknowledged an emi susceptability with their panel and offered an upgrade that would correct the problem. Electrosurgical device returned to the operating room. The alarm panel MFR is allied health products - chemetron. The staff spoke to the co.